Manufacturer narrative:
This is a resorbable product, therefore no permanent damage is anticipated. Review of device history records show that the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product was implanted into the patient and therefore will not be returned for an evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that the post of the rapidflap lactosorb clamp broke directly above the outer plate. The part was left in the patient's body. The customer reported the surgeon commented that a skin flap covered the post, so there is possibility that it placed a stress to the post.